Event description:
The customer reported the au680 clinical chemistry analyzer on (B)(6) 2022 generated false low ise (ion selective electrode) anion gap on three (3) ise patient results. The customer stated three (3) erroneous patient results were generated for sodium (na) and chloride (cl) with p flag. The erroneous results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the au680 clinical chemistry analyzer. The fse inspected the instrument and had customer perform enhance cleaning and as troubleshooting replaced the wash dispenser; however, this did not resolve the issue. The fse returned onsite and upon further troubleshooting determined that the ise (ion selective electrodes) tubing was the primary cause of failure mode. The fse cleaned the sample pot, acrylic block, and replaced the ise tubing to resolve the issue. No further issues noted after part replacement. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4). For erroneous results generated on event date (B)(6) 2022; refer to beckman coulter internal identifier (B)(4).